Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the handle was in good condition. The ligator head returned without bands and without problems. The teeth were in good condition. The suture thread returned attached to the trip wire with the 7 knots. The trip wire was not secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. No other problems were noted. The reported event of bands unable to deploy was not confirmed. During device analysis it was observed that the ligator head was returned without bands, the ligator head teeth were in good condition, the handle did not present any problems, and the suture thread was returned with the 7 knots. Additionally, the trip wire was not secured to the slot on the handle unit. A labeling review was performed and based on the condition of the returned device. This device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is no problem detected as the reported event cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on november 11, 2022. During the procedure, the bands were tangled and did not work properly. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2022. During the procedure, the bands were tangled and did not work properly. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.